Manufacturer narrative:
Ref: (B)(4). UDI: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device is not being returned.

Event description:
It was initially reported on (B)(6), that patient underwent initial surgery on (B)(6) 2018. Patient has complained of increased pain on (B)(6) 2018. MRI was ordered and it showed loose rotator cuff anchor. An update was sent out on (B)(6) 2018, the revision surgery took place on (B)(6) 2018. It was found that over 50% of the quattro anchor was prominent and rubbing against the deltoid muscle. There was significant amount of scar and adhesions around the quattro anchor. The anchor and some rotator cuff sutures were removed. The biowick surelock study device (biowick surelock) was not revised or removed as part of this revision surgery.